Manufacturer narrative:
Evaluation complete-final report.

Event description:
The account obtained discrepant results when a serum sample drawn in the ER gave a distinct positive result using the hcg plus combo kit and the dr in the ER questioned the result. The lab redrew the pt's blood and the result was now negative. The lab then retested the initial specimen and obtained a negative result. The pt was not taking any medication. She came to the ER with a racing heart beat, dizziness, and nausea.